Event description:
Biomedical tech sent pump for repair as pump was found inaccurate for rate during a preventative maintainence. No reports of pt injury or medical intervention are associated with the use of this pump.